Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00711 and 2134265-2017-01007. It was reported an error message occurred during aspiration. An angiojet® solent¿ proxi catheter was being used along with an angiojet® ultra system console in a thrombectomy procedure. The console would not recognize the catheter and gave out an error message. They were able to get the catheter to work partially in thrombectomy mode before receiving an error message to prime the catheter again. After several attempts to get the catheter working, the catheter was switched out for another angiojet® solent¿ proxi catheter. Again the catheter worked partially in thrombectomy mode but it was noticed that saline was spraying out of the back of the roller pump into the console. Some of the clot was able to be aspirated. The procedure was aborted. There were no patent complications and the patient status was stable.